Event description:
The customer reported, the digital fluoroscopy imaging cabinet automatically shuts off occasionally.

Manufacturer narrative:
(B)(4). The field service engineer found k1/k2 relays defective. The replacement of the relays solved the problem.